Event description:
Event description: it was reported by the caller, (B)(6) representative that after mapping, they attempted to ablate with the boston farapulse system in the high lateral right atrium and inadvertently knocked out the sa node. The caller noted that the patient went asystole, confirmed by signals on the carto 3 system and recording system (no longer in sinus rhythm). The caller noted the patient was then paced and the patient sinus node never recovered. It was also reported they performed an av node ablation. The caller stated the patient levels dropped while pacing, chest compressions were performed, and the patient was recovered. The caller noted they implanted a pacemaker. The patient last know status was stable. Procedure: supraventricular tachycardia (svt). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).